Manufacturer narrative:
Device was returned with a crack in the top housing and visible corrosion on the batteries and pcb. The batteries could not be accurately measured due to the corrosion, however, the values were lower than expected and the device required an external power source to communicate with the master pdm and download the device data. Fluid path inspection showed no leaks from any of the components of the fluid path, and fluid was able to successfully pass through the fluid path and out of the distal tip of the soft cannula. No damages or defects were found that could contribute to an inability to deliver insulin, and the source of the corrosion could not accurately be determined. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide. Model: ust400. 17845-5a-aw rev b 09/17. Checking your blood glucose. Chapter 4 / page 36. Warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
It was reported that the patient had bg (blood glucose) values reaching 371 mg/dl while wearing the pod between 4 and 24 hours on the back. The patient's blood glucose, carbohydrate, and insulin history is as follows: (B)(6).